Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10, h11. Corrected fields: g3. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse perform multiple safety disk leak tests, could not duplicate problem. The fse performed all pneumatic, functional and safety checks to meet factory specifications. Unit passed all pneumatic, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check and before use, the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the safety disk leak test. There was no patient involvement, and no adverse event reported.